Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed a cycle power message (error 10004). There was no reported adverse patient impact.